Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: when were the needles detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify =>the exact time is unknown but from the beginning. Procedure name and date?=>unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=> we regularly contact with sales rep about the device returning. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events captured via: 2210968-2023-02938.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was found that 2 sutures came off 2 needles. There were no adverse consequences to the patient. Additional information was requested.